Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from consumer reported her device stopped working the first year she had it implanted, so the consumer had turned the device off. It was noted that the device did not help. Indication for use noted as urinary dysfunction/sacral nerve stim. There were no further complications reported and/or anticipated.